Event description:
It was reported that the screen was faulty, the screen was white following poor contact. There was unknown patient involvement. Analysis of the device found that the downstream occlusion seal was damaged.

Manufacturer narrative:
E1: address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and the lcd display was defective. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer's reported issue and it was found the lcd display was defective. The lcd display and dso seal were both replaced.